Event description:
Customer alleges a tektronix 350 terminal emitted a small amount of smoke prior to pt being wheeled into the room. Unit was taken out of service and replaced. No pt or employee safety issues reported.